Event description:
It was reported that the device could not be interrogated. The last known battery voltage measurement was 3.15v in 2008. The patient has since undergone radiation treatment.

Manufacturer narrative:
Na

Manufacturer narrative:
The event reported in the field was verified in the laboratory. A register in the device had a parity error, resulting in the inability to interrogate. It is believed that the parity error was induced during the reported radiation therapy. A parity error is a rare occurrence, but can happen when a device is exposed to a certain environment.